Event description:
Dexcom recertified expired sensors. About 99% of them fail. The tape falls off, false readings, and sensor fails. I've asked them to stop sending me the expired sensors and they won't stop. Many families post similar situations. It's 5:30am. I've got no sleep. Sensor read going high at night for no reason then error out. Came back one line. Errored out. Happened 4 times. Just put the sensor on the night before. The tape was coming off which tells me the adhesive was expired. Now my son and I have had another sleepless night. FDA safety report ID#: (B)(4).